Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing chronic cough, nosebleeds, irritation of the eyes, skin, nose and airways, fever, night sweats, fatigue, low morale and chest pressure since september 2021. The patient is awaiting a thoracic MRI. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.